Event description:
Healthcare professional reported right side pain, "small/moderate amount of fluid posterior to implants," and "fear of bia-alcl." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation:"small/moderate amount of fluid posterior to implants".

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, b6, g2, h6.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii, "folds", and "undulations". Device remains implanted.